Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd lord's ¿ syringe needle detached. This was discovered before use. The following information was provided by the initial reporter: the needle was detached with the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle was detached with the shield. The photos were examined and exhibited a syringe with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 08jul2019, a complaint was received, via (2) pictures, of a 0.5ml syringe from material (B)(6). Visual inspection of the pictures found the syringe with the needle assembly detached from it. There is no evidence of visible damage to the barrel tip or needle assembly, but without the physical sample, it cannot be determined conclusively. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Acr19-04-007 and scr19-04-003 addressed this issue by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies. With no batch number, it cannot be determined whether the syringe was produced before or after these activities. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that bd lord's ¿ syringe needle detached. This was discovered before use. The following information was provided by the initial reporter: the needle was detached with the shield.